Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose level. Customer was calling back with blank display after receiving new battery cap. Customer states display is blank currently. Customer's blood glucose value was 536 mg/dl at the time of the incident. Customer will not return device for analysis.